Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. A device history review was performed and no discrepancies or abnormalities relevant to the complaint were identified. As no complaint sample was returned for evaluation, a probable cause is unable to be determined.

Manufacturer narrative:
B3: date of event is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when new IV site was flushed, saline spurted out of the side of the cannula at the tip of the hub. The event occurred in the hospital while in use with patient. There was patient involvement and no reported patient harm.